Event description:
It was reported the high flow insufflation unit could not be started up. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.